Event description:
Event description guidant received information that this pacemaker could not be interrogated during a follow-up visit. The pacemaker was identified by the programmer, but the interrogation stopped before completion. Two different programmers were used, both unsuccessfully. It was also determined that the pacemaker was in magnet mode of ECG (electrocardiogram), which was unexpected.